Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: dec 30, 2024 section h3: evaluated by manufacturer: yes device evaluation: visual inspection reveal the handpiece was received with the plunger rod fully retracted. Viscoelastic residue was distributed through the length of the cartridge; a stress mark was observed on the cartridge but was in specification for a used device. The lens module was inspected revealing no damage; however viscoelastic residue was distributed through the lens module which could have contributed to the complaint event. Device assembly was inspected revealing no issues. Plunger rod advancement was inspected, presenting with no resistance. The lens was received stuck together, cut in half with a piece missing, and coated in viscoelastic residue. The lens was cleaned revealing a mark on one half and a mark on one haptic. A customer photo was provided and was evaluated. The photo shows an eye being implanted with an iol claimed to be a tecnis monofocal 1 piece preloaded in the simplicity delivery system (model dcb00). An irregular linear crack-like mark can be observed from the lens edge to the lens mid periphery, located a 3:00 in relation to the picture orientation. Due to the mark location, it is possible to cause some visual distortions and disturbances if lens remains implanted; however, the lens was explanted. The incident root cause cannot be determined from a photo assessment based on the complaint investigation results, the product was released within specifications. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, a5 and a6: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. . The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that obvious cracks were observed after the lens was fully inserted into the eye. The surgeon immediately removed the lens and replaced it with a new lens implant. There was no delay in treatment or other interventions performed. No further information was provided.